Manufacturer narrative:
Complainant name: (B)(6) hospital. Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal of left circumflex (lcx) artery. A non-bsc guide wire was advanced. The physician attempted to cross a non-bsc imaging catheter; however the imaging catheter was unable to cross the lesion. A 1.20mm x 8mm emerge¿ balloon catheter was used to predilate the target lesion. During the first inflation at 3 atmospheres, it was noted that blood flowed into the inflation device. When the device was removed, it was noted that middle of the balloon ruptured logitudinally. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.